Manufacturer narrative:
During inspection and testing, it was observed the channel cleaning brush could not be inserted, and suction volume was insufficient due to clogged forceps channel. In addition, service found the bending angle was out of specification, and there was play in the angulation knob, due to wear of the angulation wire. The insertion tube was scratched, the bending section cover was scratched, the adhesive on the bending section cover was chipped, and the bending section cover bond was cracked. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the forceps ¿mouth¿ of the subject device was clogged. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the forceps could not be inserted at all because the forceps channel was clogged with foreign material. This report is being submitted for the foreign material. Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. Foreign material was confirmed; however, it was unable to be identified. Olympus will continue to monitor field performance for this device.